Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that initially during a therapeutic hernia surgery using the high flow insufflation unit, the patient's abdominal pressure increased gradually, though the user did not want the increased pressure and despite the alarm going off. The patient was not injured as the surgeon has not progressed in his work when it was discovered. The use of the device was discontinued, and the operation was converted to another technology as the customer did not have another device to replace it with. The customer confirmed that a different procedure (open surgery) was used. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and it was confirmed to operate normally with no reportable defects observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be identified. This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.